Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that 2 occlusion alarms occurred. Contact replace the infusion set after each alarm. Occlusion was resolved. Insulin therapy was resumed. Blood glucose was 400 mg/dl. Contact was unable to provide further information. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.